Event description:
Baxter (B)(4) received a report that the syringe used to fill an infusor broke off at the fill port during filling. The device was being filled with saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4).the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The sample was received containing approximately 53 ml of fluid in the reservoir. A plastic terumo filling syringe was also received with the infusor sample. Visual examination of the unit confirmed the reported condition that the syringe broke and was stuck inside of the fill port. The root cause of the reported condition was determined to be a broken syringe; it was determined that this condition did not occur at the manufacturing plant. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.